Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the us connector cable (long) coating damage, the lcb distal cover glass broken, the light guide cable buckled, the us connector/junction cable (short) buckled, the operation channel (primary) leak, the junction case leak, the ultrasound connector body leak, the insertion flexible tube worn out, and the us probe failure; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.